Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
It was reported that during a patient transfer from a bed to a wheelchair using the arjo maxi move passive floor lift and passive clip sling, the patient slid through the sling and fell onto the floor. As a result of the incident, the patient hit her bottom and her head on the floor and sustained a laceration on the head requiring staples. After the event, an arjo representative inspected both the lift and the sling and did not find any devices' malfunction.